Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing- cartridge compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/14/2016 with the following findings: the cartridge compartment was cracked. Unrelated to the original complaint, there was moisture observed inside the battery compartment. The leak test failed due to a crack in the battery compartment. The pump was opened with no moisture found. The cartridge cap threads were stripped and was unable to secure to the pump. A test cap was used and fit properly. The battery compartment threads were also stripped and the cap was unable to secure, but was able to hold for testing. Also unrelated, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).